Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition was confirmed for the verse correction key (p/n: 199721000, lot #: 206341). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: 199721000. Lot : 206341. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: (B)(6) 2018. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: concomitant product added to complaint. Investigation summary background: 1. Screw damage due to correction key damage. 2. Inner grey part isn't locked. 11/11/2020 updated event description: this complaint involves seven (7) devices. 11/19/2020 updated event description: the screw has inner thread damaged due to multiple trying to engage correction key while the correction key has the inner grey part isn¿t locked. Investigation flow: device interaction/functional. Visual inspection: the verse correction key (p/n: 199721000, lot #: 206341) was returned and received at us cq. Upon visual inspection, the most proximal thread was observed to be broken and not returned. There were scratches and discoloration was observed on the device but have no impact on the device functionality. No other defects were observed with the returned device. Functional test: during functional test, the rod lock component was able to assemble and disassemble from the poly lock without any issues but the correction key was not fully assemble onto the 5.5 exp verse screw 6.0 x 4.0 (p/n: 199721640, lot #: 224314) because of the proximal broken thread. The 5.5 exp verse screw 6.0 x 4.0 was being investigated. Can the complaint can be replicated with the returned device. Dimensional inspection: the outer diameter of the screw head was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium verse - dual lock assembly: dwg-887010006, rev. E/d. Expedium verse - dual lock poly lock: dwg-887010007, rev. B. Complaint was confirmed. Investigation conclusion: the complaint condition was confirmed for the verse correction key (p/n: 199721000, lot #: 206341). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history lot . The DHR of product code: 199721000. Lot : 206341. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 05.07.2018. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent for an unknown surgery. During the surgery, the screw has inner thread damaged due to multiple trying to engage correction key while the correction key has the inner grey part isn¿t locked. It was unknown if the surgery completed successfully. The patient outcome unknown. This complaint involves seven (7) devices. This report is for (1) verse correction key. This report is 4 of 7 for (B)(4).